Event description:
In review of an article, it was reported that a vns patient had postoperative wound erythema that resolved with oral antibiotics used. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Murphy jv, hornig gw, schallert gs, tilton cl. Adverse events in children receiving intermittent left vagal nerve stimulation. Pediatr neurol 1998; 19(july):42-4.